Manufacturer narrative:
The pump powered up properly after battery installation. No blank display noted. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 and low battery. The power management tool confirmed power error 25 and low battery alarms were triggered when the battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. No unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to the printed circuit board during visual inspection. The pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had a power error detected alarm and blank display. The customer¿s blood glucose level was 295 mg/dl at the time of the incident. The customer had high blood glucose and was treated with insulin pump. The customer stated they had a power error detected and blank screen and had to rewind it several times and changed battery every few days and woken up with it being dead and blood sugar were 200 mg/dl and 300 mg/dl in the morning and dead. The customer declined troubleshoot for the high blood glucose levels. The customer was advised to keep the sets in the future and call to report the issue. The insulin pump will be returned for analysis.